Event description:
It was reported occlusion alarms occurred. Customer changed pump supplies to address the issue. The customer¿s blood glucose (bg) level was displayed as "high"; however a specific value was not provided. Customer administered a manual injection to address bg. Additionally, it was reported that the cartridge was leaking from an unspecified location. Customer changed the cartridge, needle, and syringe to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.